Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During a physical inspection of the device, continuity was found on upstream sensor tail pins, which is a known contributor to false air in line alarms. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The supplemental manufacturer report stated that the customer allegation of "ail sensor error" was confirmed. It was reported by baxter that the device was found out of specification in relation to the false air in line alarms which were not reproduced, but confirmed through the event history log. However, the reported symptom was confirmed through the event history log by the presence of "reload set" alarms observed in the event history log. Further review of this record has observed that the event history log does not show evidence of constant or false air in line alarms. Evaluation has reproduced the reported symptom of "ail sensor error" in the form of a reload set alarms. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-09112 can be removed from the FDA database.